Manufacturer narrative:
It was reported by the facility that a patient had a stent placed within the past month by a urologist for kidney stone treatment. The stent was reportedly present when the foley catheter was placed to monitor the patient's output. The nurse reported that during insertion of the catheter the balloon had a resistance to it when trying to inflate the balloon. The nurse attempted again and was able to inflate the balloon without incident at that time however approximately seven hours later another nurse noticed leaking around the foley. The foley was removed and replaced with a new foley without further leaking noted. The nurse threw the foley in the garbage and the sample is not available to be returned to the manufacturer for evaluation. The patient was discharged to a rehab facility on (B)(6) 2021 with no further incidents reported. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient was experiencing urine leakage while using a foley catheter requiring the catheter to be removed and replaced with a new catheter.